Event description:
On (B)(6) 2025 the user reporting waking up to find the ilet device separated into two pieces. The device continued to function and the user¿s blood glucose (bg) levels were not affected. A replacement device was sent. No hospitalization was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.